Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Needle inserted in oncology for patient having to perform CT scan with contrast medium (mdc). The closure sheath not connected to the mdc infusion circuit did not adequately hold the pressure of the pump spreading mdc on the couch and in the surrounding environment, with the need to repeat the operation by closing the combi infusion pathway. There were no obstacles of any kind to the infusion.